Event description:
Procedure type: laparoscopic radical nephrectomy according to the reporter: after firing two cartridges the surgeon fired the cartridge on the renal vein. During the firing process, the surgeon noticed a massive bleeding from the renal vein and had to convert the lap procedure to an open procedure. According to the surgeon, at the end of the procedure, he couldn't find staples on the vessel. The 500 cc blood transfusions was given during the procedure. No reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue loss. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).